Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the ipg was explanted.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The patient did not report any falls or trauma and it is unknown if the pocket site location was an issue for the patient.